Event description:
The following information was provided: I have been using bilateral hip prostheses for 8 years. On (B)(6) 2026, I began to feel spontaneous pain in my hip (right side), and the pain progressed with loss of strength and mobility in the limb. I was then taken by ambulance to the hospital on (B)(6) 2026, where an x-ray revealed that the prosthesis was broken. This occurred spontaneously, without any associated trauma. Since then, my life has changed repeatedly, as from that day on I could no longer walk, work, or perform simple daily activities. I started needing help with even small necessities like dressing, going to the bathroom, lying down, etc. In addition to the significant emotional impact on me and my family, I was physically and financially affected by having to bear the costs of medical expenses and medications, and by the health damage related to the surgery, as I have sickle cell anemia, which required greater care and involved risks. I did experience complications after the prosthesis replacement surgery, developing a pulmonary thromboembolism, which further weakened my health, requiring oxygen and prolonging my hospital stay. I also needed four blood transfusions. All of this, unfortunately, was a consequence of the exeter prosthesis material breaking down so suddenly and prematurely, and it continues to affect my life to this day, as recovery from the surgery has been slow and difficult.